Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent a lead revision procedure. Therefore, this lead was repositioned. No additional adverse patient effects were reported outside of the repositioning procedure. This ra lead remains in service.